Event description:
The MFR received info alleging a ventilator does operate on ac power. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by a third party svc ctr and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. This report is being submitted as a part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.